Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reported an extravasation while using the power injector. The customer did not provide any info regarding procedure, injector protocol, amount of contrast infiltrated, or treatment for the infiltration. The customer did indicated that the pt was doing ok. The injector has been functioning properly since this reported incident, and does not wish to service the injector at this time.